Event description:
It was reported that this patient received anti-tachycardia pacing (atp) and shock therapy from this implantable cardioverter defibrillator (ICD) device. The therapy provided by the device failed to convert the arrhythmia and therapy was exhausted. However, the arrhythmia spontaneously converted on its own. All device measurements were noted to be within specification ranges. Boston scientific technical services indicated the ventricular rate appeared to be irregular and since it is a single chamber ICD device with only a right ventricular (rv) lead, it was unknown if there was an atrial arrhythmia present. It was also noted that the patient experienced a similar situation approximately 30 days previously. The device remains in-service. No additional adverse patient effects were reported.